Event description:
Received report of air in system. Customer contact states that when the practitioner is aspirating with a syringe, they are gettng tiny bubbles of air into the syringe. The amount of air is totaling less than one (1) cc. Customer reports sometimes disconnecting various parts of the set themselves for various reasons. No air has been injected into the pateint. No patient harm reported.